Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been "having problems" starting in the year 2020. Pt clarified the "problems" that they have been having is that they are "not getting enough notice" and not getting control of symptoms. Pt reported not getting 50% reduction in symptoms. Pt stated due to this they checked their therapy setting and stimulation was at a different setting than pt had it at. Pt clarified stimulation was at a higher setting and stated they did not change the setting. Agent tried to clarify if pt was alleging that stimulation increased on it's own and pt did not confirm and stated it "could have been operator error". Agent was unable to determine the issue despite attempting to get clarification. Agent did not ask about the circumstances that led to the reported issue. Unable to troubleshoot as handset and communicator would not power on (pt stated likely due to being depleted) and pt did not have charging cord to try charging devices. Pt will call back once receives usb charging cord replacement to check/adjust therapy settings if still needing assistance.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.